Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, loss of capture and no magnet response was noted on the device. The physician suspected premature battery depletion. Abbott technical support was contacted and the device was inactivated and the pacemaker system was replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the patient experienced dizziness. Upon interrogation of the device loss of capture and no magnet response was noted on the device. The physician suspected premature battery depletion. Abbott technical support was contacted and the device was inactivated and the pacemaker system was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the loss of capture and no magnet response event was sensed by the device.